Manufacturer narrative:
Continuation of d10: product ID: 97745, lot/serial#: (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was caller stated that they had the controller plugged in for 6 hours last night, but the controller won't turn on unless it's plugged into the ac power supply. Agent walked caller through resetting the battery pack. Caller confirmed the controller did not power on. Agent had caller connect the controller to ac power; caller confirmed the controller powered on but saw no device found. Caller noted there was no green light above the controller screen.no symptoms were reported. A replacement was sent out.

Manufacturer narrative:
Coding section is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.